Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) printer inoperable. Customer states printer on a cs300 will not work. Customer states it worked properly yesterday. All attempts at troubleshooting are unsuccessful. They would like the pump serviced asap. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed customer is resolving this through in-house biomed team. Fse did not have no further information at this time. Iif any pertinent information is received, a supplemental report will be submitted.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) printer inoperable. Customer states printer on a cs300 will not work. Customer states it worked properly yesterday. All attempts at troubleshooting are unsuccessful. They would like the pump serviced asap. There was no patient harm reported.